Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep stated that no issue with device. The patient had stimulator off for a period of time and turned it back on. Patient had a reprogram and everything is working as it should be.

Manufacturer narrative:
Continuation of d10: product ID 977a290 serial# (B)(6) implanted: (B)(6) 2019 product type lead. Product ID 977a290 serial# (B)(6) implanted: (B)(6) 2019 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(6), ubd: 13-mar-2021, UDI#: (B)(4) ; product ID: 977a290, serial/lot #:(B)(6), ubd: 13-mar-2021, UDI#: (B)(4). B3. Event date is approximate. Year of event is confirmed to be accurate. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was that they were calling to schedule an appointment with a manufacturer representative (rep) for ins reprogramming at the hospital where their pain management hcp was. Pt said that they had a recent unrelated back surgery and things seemed to have moved around so certain settings were affecting certain areas before and now the stimulation was affecting different areas. Pt said that they called hcp, however hcp directed them to call the manufacturer to coordinate the appt. Agent reviewed patient services/rep role with the pt. Agent advised the pt that a message would be sent out to the local reps requesting contact. Pt said that they would call hcp's office again as well. When asked for the event date, pt said that it was almost instantaneous. Pt said that it had been about 6 months now as they wanted to let the scar tissue form and then see what would happen.